Event description:
It was reported that following the access the proximal part of the arteriovenous malformation with the device the guidewire was removed. The physician was performing the hand injection of contrast when contrast was noted to be leaking from the mid section of the device. It was reported that the device had "ruptured" by the physician. There was no reported clinical consequence to the patient. No further information has been provided.